Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported break. Additionally, the reported treatment appears to be related to operational circumstances. It was reported that post implantation the stent was noted to be broken. Factors that may contribute to a break include, but are not limited to, tensile strength, corrosion, over inflation of the stent, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, it is possible that the stent sustained damage during advancement, resulting in the break. It should be noted that no damage or anomalies were noted to the stent during the examination prior to use. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with 100% stenosis. The 2.5x33mm xience sierra stent delivery system was advanced and the stent was implanted; however, the struts were noted to be fractured, yet remained in one piece. A 2.5x38mm xience sierra stent was used to treat the fractured stent. There were no adverse patient sequela. No additional information was provided.